Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. The visual inspection of the device noted; the trocar balloon had a cut. The obturator lock collar, valve seal and doors appeared intact. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut on the balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an anterior resection procedure. The balloon did not inflate. The balloon was not made. There was not a rapid loss of abdominal pressure due to the device issue. In order to resolve the issue, the surgeon used a new one. The current patient status is stable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an anterior resection procedure. The balloon did not inflate. The balloon was not made. There was not a rapid loss of abdominal pressure due to the device issue. In order to resolve the issue, the surgeon used a new one.